Event description:
Plate broken, as seen on panorex in 2009, by a dr. No documented fall post-op w/ patient. Initial surgery the day prior. Pt brought back to or early in the month, for orif of right mandible & removal of plate.